Event description:
It was reported that there was a system upgrade as the device had the ¿normal elective replacement indicator (eri).¿ it was further reported that the patient had died and that the patient¿s death was not thought to be related to the system. No further details were provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n0052839, implanted: (B)(6) 2007. Product type: accessory: product ID 8709, lot# l69144, implanted: (B)(6) 2000. Product type: catheter. Patient death date was an estimate. The exact date of patient's death was unknown at the time of the report as it was not provided. (B)(4).

Event description:
It was later reported that the cause of death was unknown; however, the healthcare provider (hcp) stated that the death was not related to the device. The device delivered lioresal 2000mcg/ml at 99.9mcg/day.